Event description:
Pt reported she was implanted with a ck mesh and is currently experiencing pain in left side and is bulging "looks like she is 9 months pregnant".

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.